Manufacturer narrative:
Calibration was last performed on 02-aug-2021 and was within expectations. Qc was acceptable. No further information was provided by the customer. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas 8000 e 602 module. The initial result was 26.60 miu/ml. The sample was repeated twice with results of 0.100 miu/ml with a data flag. The repeat results were believed to be correct. The questionable result was not reported outside of the laboratory. The hcg+ss reagent lot number was 47048901 with an expiration date of 30-sep-2021.